Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that the electrophysiologist was unable to interrogate the implantable cardiac monitor (icm). Information from the clinic indicates this may have been due to the sub-mammary location of the device. It is unknown whether intervention occurred. The patient did mention that at a later date the patient assistant device was able to be used with the device successfully. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.